Event description:
Procedure type: unk. According to the reporter: shavings fell off the device. Pieces were retrieved with a grasper, shaved piece of orange colored plastic were removed. No pt injury was reported.

Manufacturer narrative:
(B) (4).